Manufacturer narrative:
The manufacturer previously reported a ventilator failed to run on ac power. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board was replaced to address the issue. The device's sensor board to system board cable was found to be disconnected. The cable was reconnected to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed to run on ac power. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.